Event description:
It was reported by the patient's representative that approximately nine months post implant of an implantable pulse generator (ipg) system, the patient experienced a streptococcus infection and the ipg system was removed. It was reported by the patient's representative that the subsequently patient expired due to streptococcus. It was reported by the patient's representative that the patient complained that the ipg 'wasn't right since it was implanted and didn't feel right in their chest'.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.